Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, diagnostic test and a review of the alarm logs were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during evaluation and review of the alarm log. The cause of the condition was damaged tube misloading sensors. To correct the condition, the sensors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f38 alarm (malfunction in tube misloading detection circuitry). The event occurred before use. There was no patient involved. No additional information is available.